Event description:
It was reported that a distributor received the wrong screw in the package on two screws. The package label is for a fixed screw, but there is a variable screw in the package. There was no patient involvement. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00212.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions device evaluation: visual inspection revealed the label on the packages state the screw is a fixed screw, part number 14-521520, however the screw in the package is a variable screw, part number 14-521620. Potential cause: root cause is being evaluated per the company's CAPA process. DHR review: per DHR review, the DHR does not indicate an issue, however one has been identified per the two complaint files on system. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a distributor received the wrong screw in the package on two screws. The package label is for a fixed screw, but there is a variable screw in the package. There was no patient involvement. This is report one of two for this event.